Manufacturer narrative:
Additional information received the patient is well. This is a follow up report for this additional information. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Notably because breakage location is unknown and that no analysis can be made, no link can be established between breakage issue and information found during DHR review (batch #1859034). No unused bur is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (product used several times), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 the correct codes for this complaint are: health effect - clinical code - 4582. This is a follow up report to correct this code.

Event description:
In this event it is reported that a carbide bur cavity rnd ra 014 broke during use and damaged the mucous membrane. The broken part was retrieved and disinfection of the mucous membranes was done. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.